Event description:
The customer stated that on (B)(6) 2013 at 08:30 a.m., they heard a loud noise and saw a brief spark come from the architect c8000 analyzer. Smoke and a burning odor followed. The customer immediately turned off power to the analyzer. There was no injury due to the issue. Abbott field service inspected the analyzer and identified that the ac/dc driver board was burnt. The liquid level sense (lls) board above the driver board was also damaged. Both boards were replaced to return the analyzer to proper working order.

Manufacturer narrative:
Service ticket history review did not identify any other factors that may have contributed to the board failure. No other complaints were found noting fire/smoke from the ac/dc driver board and no adverse trends were identified during review of quality metrics. Based on the available information, a deficiency of the system was not identified. The complaint represents a single malfunction of the ac/dc driver board. Abbott equipment is certified to the appropriate safety standards and adequate protection is provided for the operator against the spread of fire from the equipment. Current labeling advises the operator of potential hazards and safe operating procedures.